Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01603 for the other associated device information. It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2010. According to the complainant, post-implantation, the patient experienced dyspareunia, exposed mesh, and urinary urgency (date/s of onset and specifics unknown). Reportedly, the patient required further surgery (date and specifics unknown) in order to remove the mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.